Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine at unknown concentration and dosage via an implantable infusion pump for the treatment of non-malignant pain. Poor communication screen was reported to shown on the personal therapy manager (ptm) and the ptm would not interrogate pump. It was reported that the pump was no longer attached and it was moving around. This was potentially related to the ptm communication issue. The patient attempted ptm communication 10 to 15 times to get ptm connected to pump. Sometimes it took her 20 min to connect. The issue started in (B)(6) 2018 or (B)(6) 2018. The patient had been provided with an antenna but a week or two weeks after implant she realized the antenna never worked for her and she stopped using it. It was further reported that the patient was locked out from receiving bolus. The healthcare provider (hcp) started at minimum dose and adjusted every several weeks until therapy was optimized after implant. The patient could feel bolus working when she delivered one. The patient started tracking boluses. She used the ptm at 4 am and was given a lockout of 27 min. The patient attempted again at 4:35 am and was told to wait 2 hour and 43 minutes. The patient waited for the bolus and then got a 3 hour lockout which matched lockout interval. The patient had 8 boluses a day and every three hours but she never used them all. The bolus lockout started around a month prior to the time of the report. The patient used to be able to feel bolus delivery but she could not even tell when she got a bolus at the time of the report. She shouldn't even bother attempting delivery. The issue started 1.5 to 2 month ago. The hcp printed ptm record previously. The patient attempted bolus delivery 400 times and successfully delivered a bolus 100 time. It was unknown if the failed bolus was related to poor communication or lockouts. There was no medical or therapy problem associated with small parts reported. No further complication was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported that the patient's pump became un-anchored and was suggested to locate the pump prior to requesting bolus. The patient was able to couple the personal therapy manager (ptm) but was unable to activate a bolus. It was noted that she was pressing the small oval dark selector key and was confused due to the instruction received with the replacement ptm. The patient was able to request the bolus and verified the ptm delivered bolus. No further complication was reported.

Manufacturer narrative:
Device available for evaluation: product ID 8780, serial# (B)(4), implanted: (B)(6) 2017 product type catheter product ID 8835, serial# (B)(6). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was receivedfrom a consumer via a manufacturer representative (rep). It was reported that the patient's pump needed repositioning. Upon opening the pump site, the catheter was broken at the sutureless connector. The entire pump segment of the catheter was replaced and the pump was repositioned. The issue was resolved and the patient's status was "alive - no injury". The patient was receiving 10 mg/ml morphine at 2.48 mg/day. No further issues were reported or anticipated.